Event description:
The patient was implanted with an implantable ventricular assist device (ivad). It was reported by the cardiologist that the patient was admitted to the hospital due to a large intracranial bleed that required surgery. According to the hospital, it is unclear if the bleeding was related to the device. The patient's inr was reported to be 1.7 when he arrived at the hospital and was experiencing headaches. A CT scan was negative although headaches continued and his blood pressure was intermittently elevated. On the morning of the event, the patient called the hospital to report his blood pressure was 160 and he was instructed to take an extra dose of toprol. That afternoon, the patient could move on one side. It was later reported that the patient expired.

Manufacturer narrative:
The manufacturer is attempting to acquire additional details in regard to this event and the device for further evaluation. No further information is available at this time.